Event description:
During a treatment procedure to implant a greenfield vena cava filter, difficulty was encountered in advancing the device. The attempted filter implant was performed via right femoral approach during an emergency pulmonary embolism treatment procedure. When resistance was encountered during carrier advancement, additional force was applied resulting in the sheath breaking. The device was removed and replaced with another with successful completion of the procedure. The pt was reported to have no complications. The pt's status was reported as 'good'.